Event description:
After using the ares unicorder device (home sleep testing device) for 2 hours the night of (B)(6) 2011 and 7 hours the night of (B)(6) 2011, I noticed that I had a red bump on my forehead. The bump was approx. 1/2 inch in diameter and 1/4 inch in height. The bump was sensitive and somewhat painful, as if my skin had been burned. As of today, 7 days later, the red mark is still visible, but the swelling and sensitivity was gone within 2 days.